Event description:
A customer reported that 30 seconds into hemodialysis treatment, a patient had nausea and severe vomiting. The blood flow rate was reduced and 150ml of normal saline was given to the patient. Reportedly, after the intervention, the patient recovered and was able to complete the prescribed treatment without further medical interventions. The CT 190g dialyzer was preprocessed. The reuse number is 4. The dialyzer was placed onto the gambro phoenix machine and was primed with 500 ml of normal saline. The patient has used the CT 190g dialyzer for many years. The patient has an artery venous (av) fistula access. The facility has a standard recirculation time of 10 minutes before patients are put on the machine. The facility did not specifically know how long the recirculation was prior to this patient being put on the machine. The patient was given a bolus of baxter heparin at the start of treatment of 1500 units and 1000 units hourly. The pt's pre-weight, dry weight, and post weight was fluctuated. The target loss was 5.o kg. The patient normally tolerates the treatments. A blood sample was taken from the patient in 2007. The results were requested but have not been received. A sample was taken from the machine and it was cultured. The test result from the machine came back as normal. No other information available at this time.

Manufacturer narrative:
The actual sample was received, but not evaluated yet. However, the manufacturing facility, (nipro corporation) has been made aware of this report. A batch review of the reported lot, revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant information becomes available, a follow up report will be submitted.